Manufacturer narrative:
The additional information received on april 27, 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture in the bronchi during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician inserted a bronchial tube and inserted the scope and the guidewire through the tube. The physician started deploying the stent and noted that the stent deployment suture cannot be pulled further and the catheter bowed. The physician inserted the bronchial tube further to the bronchial bifurcation to control the deployment of the catheter inside the tube. The physician started deploying the stent again but the stent deployed suddenly and was deployed 3 mm further from the target location. Reportedly, the stent was able to cover the stricture and remains implanted. The patient's condition at the conclusion of the procedure was reported to be stable. The patient experienced pharyngalgia; however, the patient had a similar procedure in the bronchi on (B)(6) 2017 and it was not reported whether the pharynx pain was due to the procedure on the (B)(6). Additional information received on april 27, 2017: the patient experienced pharyngalgia after the procedure on (B)(6) 2017. No treatment was performed to address the pharyngalgia. According to the physician, the pharyngalgia occurred due to intubation and was not related to the ultraflex stents.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent deployed prematurely. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 21, 2017 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture in the bronchi during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician inserted a bronchial tube and inserted the scope and the guidewire through the tube. The physician started deploying the stent and noted that the stent deployment suture cannot be pulled further and the catheter bowed. The physician inserted the bronchial tube further to the bronchial bifurcation to control the deployment of the catheter inside the tube. The physician started deploying the stent again but the stent deployed suddenly and was deployed 3 mm further from the target location. Reportedly, the stent was able to cover the stricture and remains implanted. The patient's condition at the conclusion of the procedure was reported to be stable. The patient experienced pharyngalgia; however, the patient had a similar procedure in the bronchi on (B)(6) 2017 and it was not reported whether the pharynx pain was due to the procedure on (B)(6). Additional information regarding this event has been unsuccessful to date.

Event description:
It was reported to boston scientific corporation on march 21, 2017 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture in the bronchi during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician inserted a bronchial tube and inserted the scope and the guidewire through the tube. The physician started deploying the stent and noted that the stent deployment suture cannot be pulled further and the catheter bowed. The physician inserted the bronchial tube further to the bronchial bifurcation to control the deployment of the catheter inside the tube. The physician started deploying the stent again but the stent deployed suddenly and was deployed 3 mm further from the target location. Reportedly, the stent was able to cover the stricture and remains implanted. The patient's condition at the conclusion of the procedure was reported to be stable. The patient experienced pharyngalgia; however, the patient had a similar procedure in the bronchi on (B)(6) 2017 and it was not reported whether the pharynx pain was due to the procedure on (B)(6). Additional information regarding this event has been unsuccessful to date.